Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
As reported through medwatch mw5078399 "drill bit had broken off into the surgical site - knee. Stryker hardware removal set used to attempt to remove the broken drill bit piece. But unable to remove without potential damage to the patient. Attempt aborted and 1/2 of drill bit left in patient."